Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient¿s mother stated that the patient had a stomach ache and was vomiting. The patient¿s mother checked the patient¿s bg and the bg value was 500 mg/dl and administered the patient with zofran. It was indicated that the patient¿s mother called the doctor and was advised to bring her to the emergency room (ER) if she vomited twice. The patient¿s mother was unable to enter the bg value into the dexcom system as it was over 400 mg/dl and took the patient to the ER and the patient was released the same day. Additionally, the patient¿s mother stated that the patient experienced high keystones and numb arms. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Reportedly, the patient did not calibrate after the inaccuracy or enter finger stick values promptly. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Additionally, enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.